Event description:
It was reported the device reached complete battery depletion resulting in no telemetry. It was also reported the patient received multiple shocks before passing out. The lead is reported as functioning well and remains in use. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device reached complete battery depletion, resulting in no telemetry. It was also reported the patient received multiple shocks before passing out. The leads were reported to be functioning well and remain in use. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis found the device had no telemetry and no pacing output. Further testing found the device was fully functional when powered with an external source. Impedance and residual voltage showed that the battery did not experience an internal shorting mechanism. There is no evidence to indicate that battery depletion was anything other than normal. The shocks experience by the patient before the device was replaced likely used up the remaining battery capacity. This model has an expected life of 49 months, and the device was implanted for 57 months. Because no data was received with the device to calculate longevity, the result of analysis is inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.